Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It could not be confirmed which clip detached from the mitral valve leaflet; therefore, the manufacturing records review includes an assessment of the lot history record (lhr) for both clips. The results are as follows: part / lot / serial number (s/n): (B)(4), date of manufacture: 14-jul-2016, expiration date: 14-jul-2017, unique device identifier (UDI) number: (B)(4). Part / lot / serial number (s/n): (B)(4), date of manufacture: 29-jul-2016, expiration date: 29-jul-2017, unique device identifier (UDI) number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of mitral regurgitation (mr) was likely due to slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaf detachment (slda). It was reported that the initial mitraclip procedure on (B)(6) 2017, was to treat degenerative mitral regurgitation (mr) with a grade of 4+. 2 clips were deployed successfully on the a2/p2 leaflets without issue (60714u1264/60729u218). The final mr grade was 2. On (B)(6) 2017, the patient was rehospitalized due to recurring mr with a grade of 4+. It was confirmed that one of the clips (unknown which one) had detached (single leaflet detachment) from the leaflets. The patient underwent surgical valve replacement during which the 2 clips were removed. The patient outcome was satisfactory. No additional information was provided.